Event description:
A review of service data detected a reportable problem during servicing, electrode belt sn (B)(4) failed a hipot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of battery charger/model sn (B)(4) has been completed. Upon evaluation the electrode belt failed a hipot test due to a short in the trunk cable. The root cause for the short in the trunk cable could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any problems.